Event description:
It was reported that a patient underwent an atypical flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath and ngen pump, EU configuration and the patient experienced air embolism and cardiac arrest that required cardiopulmonary resuscitation (CPR) and prolonged hospitalization. It was reported that during use of bwi products, in ablation phase of the procedure, the patient suddenly lost blood pressure. They had to do manual compression to stabilize the patient. There was a 10 minutes delay and the case was completed. The physician thought it might have been due to a potential air embolism. Additional information was later receive indicating the physician's opinion on the cause of the adverse event was a hypothesis of an air embolism, but he is not completely sure. All catheters were removed before they started resuscitation. The patient¿s outcome was reported as improved. The patient was awake when she was sent to rikshospitalet. Patient required prolonged hospitalization for follow-up. A transseptal puncture was performed with an abbott - brk1 needle. Ablation had already been was performed prior to noting the adverse event. An there was no evidence of steam pop. Thermocool smarttouch sf catheter was used. The irrigated catheter was used with flow settings set to low: 15 ml/min high: 30 ml/min. The correct catheter settings were selected on the generator and the pump switched from low to high flow during ablation. No error messages observed on bwi equipment during the procedure. Force visualization features used include graph, dashboard, vector and visitag. Parameters for stability used were: maximum distance change: 5 mm, minimum time: 3 s, force over time (fot): 25%, min force: 3 g, tag size: 2, tag index: low: 380, high: 500. Color options used included tag index. Based on clinical review, this adverse event is being captured as an air embolism under the carto vizigo¿ 8.5f bi-directional guiding sheath and ngen pump, EU configuration. The hypotension and cardiac arrest have various etiologies, but since pericardial effusion/cardiac tamponade is not confirmed and based on the fact that the physician suspected air embolism, it can be clinically concluded that air embolism is the root cause of the cardiac arrest.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: (1) manufacture report number # for product code unk_carto vizigo sheath (carto vizigo¿ 8.5f bi-directional guiding sheath). (2) manufacture report number # 2029046-2023-02139 product code d139701 (ngen pump, EU configuration).

Manufacturer narrative:
It was reported that a patient underwent an atypical flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath and ngen pump, EU configuration and the patient experienced air embolism and cardiac arrest that required cardiopulmonary resuscitation (CPR) and prolonged hospitalization. It was reported that during use of bwi products, in ablation phase of the procedure, the patient suddenly lost blood pressure. They had to do manual compression to stabilize the patient. There was a 10 minutes delay and the case was completed. The physician thought it might have been due to a potential air embolism. Additional information was later receive indicating the physician's opinion on the cause of the adverse event was a hypothesis of an air embolism, but he is not completely sure. All catheters were removed before they started resuscitation. The patient¿s outcome was reported as improved. The patient was awake when she was sent to rikshospitalet. Patient required prolonged hospitalization for follow-up. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).